Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed for air in line and over infused during patient therapy in the cardiovascular intensive care unit (cvicu). The infusion completed way before the anticipated time. The nurse thought this might be due to programming issues with the pump, hence new tubing and medication were programmed onto the same pump to infuse 20 cc less than the content of medication in the bag. When the nurse checked on the bag content it was found to be empty, with almost dry tubing and the pump still showing volume remaining to be infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.